Manufacturer narrative:
Information regarding - suspect medical device. Common device name- not available. Regulation name- hemostatic device for intraluminal gastrointestinal use. Information regarding- all manufacturers (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The instructions for use also state: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel.". The instructions for use state: "note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. It was "impossible to pulverise the hemostatic powder, despite purging the canal (catheter) with air several times. Sectioning of the distal part of the catheter (sic) and change of catheter." The customer confirmed by telephone on (B)(6) 2018 that there was no consequences to the patient. The following was received on 23-april-2018: in reference to "sectioning the distal part of the catheter" as reported by the customer originally, when the catheter was obstructed at the distal end, the physician cut a little part of it (5 or 10 cm) and it worked again. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.